Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's right atrial (ra) lead had loss of capture. An x-ray revealed that the ra lead was dislodged. The patient was asymptomatic. The ra lead was explanted and replaced. The patient was stable throughout procedure.